Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial/final report based on information discovered during the device evaluation. Review of the most recent repair record determined the cutter had failed the test cut with an incomplete mesh. The gear, bearing, and collar were replaced; however, the unit cannot be fully repaired and was returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. Additional reports: 0001526350-2023-00383-1. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the mesher does not cut and is bent. The event occurred outside of surgery on (B)(6) 2023. There was no reported patient harm, or delay. The evaluation found the cutter also failed the test cut. Due diligence is complete, no further information is available at this time.